Event description:
It was reported that the speed value fluctuated. A rotapro console was selected for use. During the procedure, the speed became unstable immediately after startup. Rpms fluctuated between 170,000 and 210,000 and failed to stabilize although the speed was set to 200,000. The procedure was completed with another of same device. There was no patient complications reported.